Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 37 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2023, 4416 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy - uterus). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal/mal positioned essure coil") in a 37 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of adenomyosis, parity 1, gravida I, abnormal uterine bleeding, obstructive sleep apnea syndrome, anxiety depression, gastroesophageal reflux disease, diabetes, vaginal dryness, headache, menstrual cramps, pain menstrual, c-section, pre-eclampsia, pelvic pain and abnormal uterine bleeding. Previously administered products included: topiramate and metformin. The patient had a family history of colon cancer and pancreatic cancer. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2023, 3718 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (robotic assisted total laparoscopic hysterectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: discrepancy noted: insertion date: as per argus (B)(6) 2011. As per mr: (B)(6) 2012. There were 5 coils noted on the right side. Ere were 4 coils noted on the left side. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2013: imaging was performed for dr. Contrast injected via catheter position within the endometrial cavity. No free spill of contrast was demonstrated in this patient with bilateral essure fallopian tube devices. [Pathology test] on (B)(6) 2023: 94 g, 8.8 cm si, 5.3 cm ml, 4.3 cm ap) with attached cervix (4.0 x 3.4 cm), with detached left fallopian tube (6.3 x 0.6 cm), with attached right fallopian tube (7.0 x 0.8 cm), metallic coils consistent with essure devices are identified. Extending into both cornua with the left coil extending the furthest, approximately 1.2 cm into the endometrium. The myometrium is pink-tan and unremarkable with no nodules or lesions identified and measures up to 1.6 cm in maximum depth. The left fallopian tube has congested smooth serosa with no cystic structures identified and is significant. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 13-oct-2023: mr received: reporters information patient medical history and surgical pathology reports were added. Product insertion date and rcc updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 37 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2023, 4416 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy - uterus). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 07-jun-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.